Manufacturer narrative:
Product event summary - a proximal portion of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 5076-45, implantable pacing lead, implant: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) indicated high/varying impedance levels of a patients right ventricular (rv) lead and a possible lead fracture is suspected. Noise was also seen on the electrogram in the rv tip to rv coil vector. The lead was first turned off, then partially removed, capped and replaced eight days later. No patient complications have been reported as a result of this event.